Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). They were unable to verify the compromised force sensor system alarm due to the motor error alarm. The motor passed the motor test. The unit was missing the end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 301 mg/dl at the time of incident. During troubleshooting, the pump alarmed compromised force sensor system and the customer stated that the insulin squirted out during manual prime. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.